Manufacturer narrative:
PMA/510(k) # (B)(6). 1 unit of echo-hd-3-20-c of lot number c1603962 was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation. The needle was found to be broken distally. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot number c1603962 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1603962. The notes section of the instructions for use, which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. The failure of needle broken was observed in the laboratory. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to tortuous anatomy requiring twisted endoscope position as indicated in the additional information. Complaint is confirmed as the failure was verified in the laboratory and in the images provided. The tip of the needle has been retrieved from the patient with a forceps. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During an endoscopic punction, performed by dr. Chaouchi, the needle of the echo tip broke and remained in the patient's mucosa. The piece of needle was retrieved and the event had no consequence for the patient in immediate post-op. The device is quarantined at the pharmacy.

Manufacturer narrative:
PMA/510(k) # k142688. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
During an endoscopic punction, performed by dr. (B)(6), the needle of the echo tip broke and remained in the patient's mucosa. The piece of needle was retrieved and the event had no consequence for the patient in immediate post-op. The device is quarantined at the pharmacy.